Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was noted on the device. An encore balloon catheter inflation device was selected for use. During preparation, fluid was noted when the encore was unpacked. Procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: device was returned for analysis. The device was inspected and excess of silicone in the barrel of the device was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that a foreign matter was noted on the device. An encore balloon catheter inflation device was selected for use. During preparation, fluid was noted when the encore was unpacked. Procedure was completed with another of the same device. No patient complications were reported.